Event description:
It was reported that a revision surgery was performed due to infection on (B)(6) 2020. A washout was performed and the oxinium fem hd 12/14 36 mm xl/+12 and r3 0 deg xlpe acet lnr 36mm x 58mm were exchanged. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a hip revision and washout surgery was performed due to infection, approximately 4 weeks post-revision, which was performed due to e.coli in the wound. The requested surgical and lab reports, and x-rays have not been provided. Therefore, the cause of the infection and the patient impact beyond the infection and revision cannot be determined. No further clinical assessment is warranted at this time. Should clinically relevant documentation become available, this clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.